Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was leaking from the cartridge connection. Reportedly, the pump supplies were changed to address the issue. No additional information was provided. There was no impact to customer¿s blood glucose.